Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v565872, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and received a power-on-reset (por) message. The patient noticed that message several days ago. The patient had back surgery in (B)(6) 2013 and the implant was thought to have been turned off for the procedure.